Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (54 mg/dl). Reportedly, the pump settings needed to be adjusted. The customer's health care professional worked with the customer on adjusting the pump settings. Customer addressed low blood glucose levels with juice and food.